Event description:
It was reported that the patient was admitted on (B)(6) 2021 for sustained ventricular arrhythmia required cardioversion and defibrillation. A cardiac catheterization was also performed. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Patient privacy laws in the event country prohibit the release of private patient information and date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported cardiac arrhythmia could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2018. Heartmate ii lvas instructions for use (IFU) (rev. C) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.